Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call and could not find an instrument malfunction. The cse ran background tests and precision testing, which were acceptable. The cse proactively replaced the reagent probes and recalibrated the probe positions. The cse also proactively replaced the probe sensor 1, the probe sensor 2 and installed the heater coil replacement kit. The cse ran background tests, precision testing, calibrations, and quality controls, all of which were acceptable. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur instrument, both resulting lower than the initial result. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.